Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a red call doctor due to shock impedance out of range. The lead remains in service. No adverse patient effects were reported.